Event description:
It was reported that there are lines on the display. Additional information received indicated that the device was able to engage in patient monitoring activities. The lines are obstructing the values. Error messages and/or audible alarms are functioning as designed during alarm conditions. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, there were lines on the display. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.